Manufacturer narrative:
(B)(4). Additional information: pin hole. The device returned was in good physical condition. In addition the blade was returned intact and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen04, error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Potential reprocessing. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broke piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.